Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd)therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal injections of amikacin 100 mg stat dose and 100mg once a day (duration not reported) and reflin 1 gram once a day for peritonitis (duration not reported). It was unknown if the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the home patient (hp) experienced an unspecified fungal infection. On an unreported date, the hp¿s peritoneal dialysis (pd) catheter was removed due to the fungal infection. Treatment for the fungal infection was not reported. On an unreported date, dianeal therapy was discontinued and the patient was placed on hemodialysis. It was reported that physician plans to reinsert pd catheter in one month. Should additional relevant information become available, a supplemental report will be submitted.